Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 11jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (B)(4). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. A loaner device was previously returned to pentax medical from a customer on 08/dec/2017 and inspection of the unit was performed on 13/dec/2017 where the quality control inspector found the following: fluid invasion in control body. Shadow at corner of image. Air/ water socket cylinder o-ring chipped. Prism scratched. Distal cap - fixed type failed seal integrity inspection. Failed dry leak test. Endoscope failed electrical safety test - hi-pot. Endoscope failed electrical safety test - plct. Failed wet leak test. Leak at side body cover. Fluid invasion not observed in pve connector. Side body cover o-ring sticking out. Hole in # 2 remote control button cover. Operation channel twisted in bending section. Customer complaint confirmed. Control body mild corrosion inside. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to inventory. (Duplicate order (B)(4)). Parts replaced: air/water tube. Deflector operating wire. Objective prism assy. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw. Distal case/cap. Insertion flexible tube. Root brace rubber. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Body cover grip. Fwd body trim collar. Rubber trim collar. Rl lock knob retaining nut cover. Rl pulley assy. Ud pulley assy. Connecting receptacle(2). Connecting receptacle (3). Button case lid. Remote control button(1). Air/water supply tube lg. Root brace rubber lg body. Side body cover. Suction channel lg. Root brace rubber lg connector. Light guide cable. Lg cable connector housing pb-free. Rl lock rotating disk. Rl lock base unit. Deflector lever attaching nut. MFR label e-hoya non-ce (s).